Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat severe tricompartmental degenerative osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a revision of the right tibial insert to treat pain, swelling, flexion instability, chronic synovitis, and heterotopic ossification. Upon entering the joint the surgeon removed patellar and quadriceps scar tissue and performed a synovectomy. Heterotopic ossification was excised from the tibia and the pericapsular soft tissue. The surgeon performed a deep mcl and patellofemoral ligament release. There was no reported product problem with the explanted tibial insert. The tibial tray, patella, and femoral components were well-fixed and retained. The surgeon notes that patient had full flexibility on passive range of motion. The patient received a depuy insert. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.